Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject stent was not returned for analysis; therefore, physical as well as a functional testing could not be performed. The reported event is covered in the device direction for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported event could not be confirmed, and it cannot be confirmed that the device mete specification, as the device was not returned. As per the additional information the subject stent delivery system was pre-washed prior to use and the subject stent was advanced through a straight tip microcatheter. As the subject stent was not returned and a review of all available information fails to indicate a probable assignable cause for the reported event, an assignable cause of undeterminable will be assigned to this complaint.

Event description:
It was reported that during the procedure, subject stent got prematurely deployed within the microcatheter. Physician removed the entire assembly of microcatheter along with subject stent out from the patient's body. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.

Event description:
It was reported that during the procedure, subject stent got prematurely deployed within the microcatheter. Physician removed the entire assembly of microcatheter along with subject stent out from the patient's body. There were no clinical consequences to the patient reported as a result of this event and the procedure was completed successfully.